Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The staff reseated the sterile adaptor, replaced the instrument and proceeded with the case. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal with lymphadenectomy prostatectomy surgical procedure, the customer called to report that they were in a case and patient side manipulator 2 (psm) had non-intuitive motion. The surgeon collided with another arm and the monopolar curved scissors (mcs) scissor broke. The site was able to collect all pieces and reported no patient injury. The site reseated the instrument on psm 2 and intuitive motion returned. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during a robotic surgical procedure, the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer, while the doctor was manipulating instruments from the console. Specifically, the problem was observed when the surgeon attempted to move the cadiere instrument¿it was moving in the opposite direction to the intended motions using the master controls. The instrument was not static; rather, it was responsive but reversed in direction. While it is unclear whether the movements were appropriately scaled in terms of distance and timing, the key observation was that directionality was opposite: for example, when the surgeon intended to move right, the instrument moved left. No firm data is available regarding the presence of shakiness, friction, or delay. Instrument-to-instrument interference occurred; there was noted collision between the cadiere and the mcs instruments, although there were no observed external collisions with operating room equipment or staff. The issue was persistent, continuing until the surgical team intervened by removing the instrument from the arm, resetting the sterile adaptor, and reseating the instrument, after which normal function was restored replacement of the instrument was not required. The damaged mcs instrument had the lot number k10250213 0004 and is being returned; however, the drape used was not saved and cannot be returned for evaluation. Pre-procedure device inspection identified no damage or abnormalities, as per routine safety checks. The issue started around 12:30, which was about an hour into the case.